Event description:
A customer reported a malfunction on their insulin pump. The issue caused the customer's blood glucose to display as ¿high,¿ but the specific value was unknown. The customer addressed the high blood glucose by administering a correction bolus via the pump. There was no involvement of third-party assistance. Technical support provided guidance on resetting the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue occurred again.